Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model 03 months 28 days following the initial procedure. Clinical reason for explant was mentioned as unknown issue. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).